Manufacturer narrative:
Additional code krd. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was thus not available for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation.

Event description:
As reported, during an aneurysm case, the second coil used during the procedure did not detach and when the coil was withdrawn, the implant was unintentionally detached in the microcatheter. After the first coil was used, the second coil was inserted and attempted to be detached. The end of the detachment cycle was confirmed with the light and audible tones of the v-grip, but the implant was found to be not detached when the pusher of the coil was withdrawn. Multiple attempts to detach the coil with the v-grip were unsuccessful. While withdrawing the coil, the implant was unintentionally detached in the microcatheter. The detached implant was pushed out of the microcatheter with a guidewire and placed in the aneurysm. Additional coils were used, inserted into the aneurysm, and the implants successfully detached. Subsequently, the procedure was completed successfully. There was no reported harm or impact to the patient.

Manufacturer narrative:
The investigation of the returned coil system found the pusher body coil damaged, the pusher kinked at the attachment bond, and the proximal connector smashed. The implant was not returned for evaluation. The pusher's strain relief was returned burnt, indicating activation using a detachment controller. The unit passed resistance testing; however, the unit did not pass continuity testing. The continuity test showed intermittent lights, indicating the implant being unable to consistently be activated by the controller during the procedure, which is consistent with the initial instance of non-detachment as described in the reported event. The intermittent connectivity is consistent with the proximal connector not having sufficient contact with the detachment controller due to the connector being smashed. However, this evaluation could not identify if the monofilament experienced a tensile break or thermal detachment to determine the exact cause of the implant separating from the pusher since the monofilament was not returned in the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.